Event description:
Reporter alleged blood glucose measured 34 mg/dl back to back with a result of 118 mg/dl when testing was performed 10 minutes apart. Customer stated after obtaining the lower result, he did not have any symptoms and self treated with a few grapes prior to testing glucose. No other actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.